Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported that the patient was experiencing drain complication (dc) issues. The contact stated that this was occurring for the last 3 to 4 days and that the patient had to stop treatment the previous night on (B)(6) 2017 and go to the hospital for vomiting, shortness of breath, chest pain and dizziness. The contact reported that the patient was unable to complete any of those last treatments due to the dc issues. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the drain complications the patient was experiencing were due to severe constipation. Initially it was suspected that the patient was experiencing cardiac complications (unknown type). The patient¿s constipation caused the patient¿s pd catheter (not a fresenius product) to move and required to be repositioned while hospitalized. The patient was non-compliant at home with medication (unknown type) that was prescribed for their pre-existing constipation but was improving with treatment while hospitalized. The patient remains hospitalized and continues to complete continuous cycling peritoneal dialysis (ccpd) therapy.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation to show a causal relationship between the patient¿s symptoms of vomiting, chest pain, dizziness and shortness of breath and subsequent diagnosis of constipation and the liberty cycler. However, the patient was reportedly experiencing drain complications for three to four days without calling for technical support and did not complete treatment. It is unknown if manual exchanges were completed. There is a temporal relationship with the reported symptoms and pd therapy. Per the pdrn, the patient had pre-existing constipation issues and the patient was non-compliant with which was the causal event of the hospitalization.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.